Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not remove the used cartridge from the pump during the load process until prompted on the pump screen.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer experienced a blood glucose (bg) level of 455 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.